Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on unknown with blood glucose level was 12 mg/dl. The customer was declined troubleshooting. Customer decided to stop using the insulin pump because she didn't like the medtronic insulin pump and was now using a tandem insulin pump. It was unknown if the insulin pump was on auto mode at the time of the incident. The device will not be returned for analysis.

Manufacturer narrative:
Summary narrative has been updated and provided with this report. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on unknown date with blood glucose level of 12 mg/dl. The customer declined troubleshooting. Customer decided to stop using the insulin pump because she didn't like the medtronic insulin pump and was now using a tandem insulin pump. It was unknown if the insulin pump was on auto mode at the time of the incident. The device will not be returned for analysis.